Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg) at the following points, -the field service engineer of oekg advised the cleaning need for overheating fans -oekg could not duplicate the reported phenomenon at the evaluation. Omsc surmised there was the possibility this phenomenon was attributed to a temporary malfunction of the subject device caused by the fan overheating with the accumulation of dust, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus europe se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device but could not duplicate the reported phenomenon. At the visual inspection, the external and internal subject device was in good condition. The subject device passed all test with the technical manual. The subject device also has been run the test for 3 days and the power and lamp remained on. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was went into standby mode during the unspecified procedure. The field service engineer of olympus europe se & co. Kg (oekg) have received the user call and gave the advice with the remote support, ¿the fan of the subject device needs cleaning as it is overheating.¿ the field service engineers identified the best course of action would be for the subject device to be returned to the service department of oekg. The user also reported they did manage to finish the procedure but had to keep turning the the subject device back on after it would go into standby. To their knowledge the patient wasn¿t affected but did make the procedure more difficult than needed. There was no patient injury associated with this report.